Manufacturer narrative:
Review of batch record did not identify any deviations or errors. Investigation and interviews with clinicians have been scheduled.

Event description:
Papvr of rul pulmonary vein with two-patch technique. Developed occlusion of rsvc requiring balloon angioplasty. Echo concern for obstruction; cardiac cath confirmed diagnosis (B)(6) 2020 and intervention performed.

Event description:
Papvr of rul pulmonary vein with two-patch technique. Developed occlusion of rsvc requiring balloon angioplasty. Echo concern for obstruction; cardiac cath confirmed diagnosis (B)(6) 2020 and intervention performed.

Manufacturer narrative:
Review of batch record did not identify any deviations or errors. Investigation completed and interviews with clinicians have been performed. The events occurred in 7 patients out of 140 treated with cardiocel. A call with physicians occurred to discuss the procedure and their findings. It was noted the events happened in cases of pa repair. Batch record review determined that all products met acceptance criteria. There were no manufacturing changes during this time period to suggest a change on the product. While anteris continues to monitor, it appears at this time the event to be unlikely related to the product but rather associated with the complex intervention and challenges of vascular reconstruction in these young patients.